Event description:
It was reported that stent damage occurred. Vascular access was obtained via left artery approach. The 47x4, eccentric, de novo target lesion with a bend of between >45 and <90 degrees was located in the moderately tortuous and severely calcified left circumflex artery. Following pre-dilatation of 4.0/12 non-bsc balloon catheter, a 4.00 x 48 synergy ii des drug-eluting stent was advanced for treatment. However, during insertion, the device was unable to cross the lesion. Upon removal, it was noted that the tip of the stent struts were deformed. Subsequently, it was replaced with another of same device and the procedure was completed following post-dilatation with a 4.0/12 non-bsc balloon catheter. No patient complication were reported and the patient status was stable.